Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and noticed the tip was bent. The issue occurred when attempting to connect the clips to the instrument and prior to being inserted into the patient. The issue was prior to clip application as the instrument was not in the patient and not on vessel or tissue bundle. The instrument was unable to be used for the case. No issues related to clip applier jaws remaining static/not moving when surgeon commanded movement. It was unsure if the issue was related to unexpected motion of the clip applier while attempting to clip. The issue was not related to unsuccessful clip application. The issue was not related to the clip opening after closure of the clip. Clips used were ml non-absorbable polymer ligating clips. The vessel or tissue bundle was not greater than the suggested IFU 10 mm. A new clip applier was used to resolve the issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that the tip of a medium-large clip applier instrument was bent and would not allow the clips to connect. No other information was provided. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation has been completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the customer reported complaint. The instrument was found to have a bent grip and the tip does not align with the other grip. The complaint regarding the instrument was bent and would not allow the clips to connect. Was confirmed by fa, which indicates that the device may have contributed to the customer reported issue.